Manufacturer narrative:
Correction: medwatch number should be: mw5164668. Correction: d4: serial number should not be populated.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5102727.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator was explanted due to an unspecified malfunction. No adverse patient consequences were reported.